Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was capped due to conduction issue. The rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).